Event description:
It was reported that during a ptca/stenting procedure, the shaft of the catheter kinked and stent damage was noted upon removal. The patient presented with three vessel disease and an acute myocardial infarction and the family refused bypass. The 95% stenotic ostial lesion was located in the left circumflex artery (lcx). The left anterior descending artery (lad) was successfully stented with another manufacturer's stent. The physician then attempted to direct stent the target lesion with the liberte' monorail stent and was unable to cross the lesion. The lesion was pre dilated with a maverick 2.5x20 balloon catheter and the physician went back in with the same liberte' monorail stent. A kink was noted in the proximal shaft and upon removal it was noted that the stent was kinked. The procedure was stopped due to the inability to stent the left circumflex. The patient subsequently died 10 hours post procedure. The cause of death is unknown.